Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. It was also observed that the power supply clip was properly attached to the power cord and power supply. During the investigation, visual inspection revealed that the power extension connector was not seated in the connector cover. The backplate of the device was removed and a standard power supply was connected to the unit. The device was able to power on and send readings successfully. No loss or interrupted power was observed. Diagnostic testing which includes usb ports test, vga display test, audio test, gsm/pots modem test, dsp load test, barometric pressure test, and accuracy test, distance test, and handheld display test were also performed, and no anomaly was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.